Manufacturer narrative:
Corrected data: b5: implant date should be corrected to: (B)(6) 2015. Claim#(B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6; -11.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2015. It was indicated that the patient experienced refractive change which was assessed on (B)(6) 2023, the patient also had low vaulting with no rotation. On (B)(6) 2023 the lens was exchanged with a longer length different power lens but the problem was not resolved. The cause of the event was reported as unknown with no device causality and noted "patient has noticed decreased va os over last 6 months since (B)(6) 2023.